Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 10/2/2019. H3 evaluation: only a picture of the sample was received for analysis. Upon visual inspection of the photo, a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. The manufacturing record evaluation review could not be conducted, because the batch number of the complaint is unknown. A cause cannot be attributed from the photo.

Manufacturer narrative:
Product complaint #: (B)(4). The following information was requested and obtained: what was done to treat the shard penetration? Here was no treatment done. Was medical or surgical intervention required? No. Was there any special diagnostic test performed? No. What is the status of the surgeon injury today? No issues reported. What is the event date? Unknown. What is the lot number? Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. As the user was squeezing the adhesive out, the hard plastic or glass broke and punctured the user's finger. There was no treatment required to address the puncture and no tests performed. No device is available for return. Additional information has been requested.